Event description:
This summary was compiled from the procedure lot provided by the facility. A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non function and elective device upgrade. Spectranetics lead locking devices (lld's) were inserted into each lead to provide traction to aid in extraction. The physician chose a spectranetics 14f glidelight laser sheath for attempted lead removal. He alternated between the ra and rv leads with the 14f glidelight device. During the case, an 11.5f byrd dilator sheath was inserted onto the ra lead and removed as well. The physician decided to upsize to a 16f glidelight device, and with counter rotation, traction and laser technique, the rv lead was successfully removed. Attention was then turned to the ra lead again, using the 14f glidelight device. At that time, the procedure log stated the original lld came back out of the lead, and the lead was re-prepped with a new lld. The physician chose to upsize to the 16f glidelight device working to remove the ra lead, however, the patient's blood pressure dropped. Rescue efforts began immediately, utilizing multiple interventions. The team attempted to remove the ra lead with the 16f glidelight device,but was not successful; rescue efforts ultimately resulted in a sternotomy. An injury was discovered in the superior vena cava (svc)/right atrial (ra) junction. The injury was successfully repaired. The physician then chose to use a spectranetics 11f tightrail rotating dilator sheath to attempt to remove the ra lead. The lead was fractured and the ra lead's tip remained in the patient's body due to being scarred in (the lld that was present in the lead was removed in its entirety). Epicardial pacing leads were placed along with a temporary pacemaker. The patient survived the procedure. There was no alleged malfunction of the 16f glidelight device in use during the procedure. This report is being submitted due to the 16f glidelight device being in use when the patient's blood pressure dropped.